Event description:
Eye sight severely disrupted; lasik plus did full exam before procedure and did not tell me that my pupils maybe too large for the procedure and that permanent halos/glare could occur. Lasik plus - west des moines. FDA safety report ID (B)(4).